Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they are in pain and their implantable cardioverter defibrillator (ICD) has been sending "false shocks." Follow-up was conducted with the patient's physician, but no additional information was able to be obtained. The device remains in use. No further patient complications have been reported as a result of this event.